Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the catheter was clogged and was replaced. The patient felt that the catheter clogged because it was wasn't changed when their pump was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (800 mcg/ml at 499.57 mcg/day) and clonidine (800 mcg/ml at 499.57 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient's past medical history included high cholesterol, hypothyroidism, anxiety disorder, arthritis, and depression. It was reported a volume discrepancy occurred. The actual residual volume (arv) was 5ml and the expected residual volume (erv) was 2.5ml. The patient experienced pain beginning approximately (B)(6) 2016. The changed in therapy/symptoms was noted as sudden. It was noted the pain was possibly related to the volume discrepancy on (B)(6) 2016. The troubleshooting performed related to the event was unknown. Actions/interventions taken included an increase in the basal rate. The cause of the volume discrepancy was noted as uncertain. Additional information was received from a consumer. The patient's last three refills had has more medication in the pump than expected. The dates of these refills were (B)(6) 2016, and (B)(6) 2017. It was noted that the actual residual volume at one of the refills was 5 ml while the expected was 2.5 ml. No further complications were reported or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8731sc , (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 1500mcg/ml fentanyl at 599 .8mcg/day, 1500mcg/ml clonidine at 599.8mcg/day ,and saline at minimum rate via an implantable infusion pump for non-malignant pain. It was reported that an empty pump occurred. The rep had access to the physician programmer. The rep reported they were assisting with a pump and catheter replacement and upon interrogation of the pump it was noticed that an empty reservoir alarm had occurred and 72.4ml delivered showed on the status. The rep did not have access to the pump logs to see when the empty reservoir occurred. It was unknown if the patient missed a refill. No symptoms were reported related to the empty pump. The rep reported a catheter event. The patient was scheduled to have a roller study and catheter access port study on (B)(6)2017 but the appointment was cancelled, and again it was cancelled on (B)(6)2017. On (B)(6)2017 the healthcare professional attempted a catheter access port dye study and was unable to aspirate from the catheter access port. No symptoms due to the issue were reported. It was reported that the patient was having the catheter and pump replaced. No further complications were anticipated/reported.

Manufacturer narrative:
The other relevant components include: product ID 8731sc (B)(4) implanted:(B)(6) 2008 explanted: (B)(6)2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the inability to aspirate from the catheter access port (cap) was not determined. The inability to aspirate the cap was resolved. The representative stated they were aware of the inability to aspirate from the cap on the day of the case (B)(6)2017. The cause of the empty pump was not determined. The empty pump was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported as far as they were aware, the replacement of the pump and catheter resolved the patient¿s symptoms. The representative had not seen the patient since the post-operative appointment, and at that time, the pump was filled with saline and not medications. The representative stated they were unable to take the explanted pump and catheter with them as the hospital would not release it because they needed to send it to pathology for their own assessment.

Event description:
Additional information received from a consumer on 2017-may-22 reported the pump was not working right. It was noted that the healthcare professional (hcp) was putting in an order for a pump study. A volume discrepancy was reported, and the patient stated they know some of the volume discrepancy. It was noted the last time the patient had the pump refilled the machine said the actual volume was 9 mg and the expected volume was 5 mg. It was reviewed that was considered an acceptable range of medication above or below what was expected. It was noted that there was volume discrepancies noted on past refills. It was noted that the past 4 refills have had volume discrepancies, but the patient did not know what the volume discrepancies were. It was unknown the date of the volume discrepancies, and the actual and expected volumes were unknown. It was noted that the drug for each occurrence was fentanyl and cloni dine with unknown doses and concentrations. It was noted that the patient was to follow up with hcp. It was noted that the patient had a return of symptoms. It was noted prior to the pump implant the patient had a feeling like their skin was burning even though their skin would be cool to touch and the patient lost control of her arms and legs. It was stated the patient's skin felt like it was burning, which is the symptom that returned. It was also noted that the patient experienced and increase in pain. It was stated that the patient can live with a pain level of 7 or 8, but the patient has been living with a pain level of a 10. It was noted that the patient is very edgy because of being in so much pain. It was noted in the past 6 weeks, the patient's pain level has not been below a 10. It was stated patient can barely walk due to the pain. It was noted as a gradual change in therapy/symptoms. The event date was noted as unknown as the patient was not sure of when the volume discrepancies occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.